Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the lid device had an undetermined malfunction when used together with the battery handpiece device and the power module device. During the pre-repair diagnostics assessment, it was determined that the locking mechanism, the lock plate and the guide were defective. It was further determined that the device failed for general condition, check function of mode switch lever, check function "lock/unlock" with safety button, check the locking function with handpiece, check the function with power module and handpiece and for check for leakage. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.